Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge/handpiece combination used. Information was provided that in the surgeon's opinion the handpiece could have cause the scratch. However, the root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge/handpiece combination used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after the lens was implanted, the doctor noticed a large scratch and cut out the lens and put in a new lens. The procedure was completed the same day. Additional information was received, that in the surgeon's opinion, the cause of the event, or what contributed to the event, may have been the lens loader. The lens loader was taken off of that tray to thoroughly clean. It was replaced with a new one. There are two medical device reports associated with this event. This report is associated with the intraocular lens (iol).